Manufacturer narrative:
Items returned: n/a. Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformance's. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications: potential complications include but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Precautions: after balloon preparation for use and prior to use, re-inflate to nominal volume and inspect for any irregularities or damage. Do not use if any inconsistencies are observed. The balloon guide catheter has a lubricious surface and should be hydrated in saline solution for at least 10 seconds prior to use. Once the balloon guide catheter is hydrated, do not allow it to dry. Exercise care in handling the balloon catheter to reduce the chance of accidental damage. Take precaution when navigating the balloon guide catheter in tortuous vasculature to avoid damage. Avoid advancement or withdrawal against resistance until the cause of resistance is determined. Presence of calcifications, irregularities or existing devices may damage the balloon guide catheter and potentially affect its insertion or removal. Excessive torque applied with a syringe might result in damage to the hub assembly. Directions for use: 1. Attach a rotating hemostatic valve (rhv) to the working lumen of the balloon guide catheter. Set up a continuous saline flush line and connect it to the sidearm of the rhv. 2. Insert a select catheter with guidewire into the working lumen of the balloon guide catheter. 3. Ensure the balloon is fully deflated and advance a peel-away sheath over the balloon portion of the balloon guide catheter. 4. Insert the guidewire/select catheter/balloon guide catheter system into the introducer sheath using the peel-away sheath. Insert peel-away sheath into the introducer sheath until it meets resistance. 5. Advance the guidewire/select catheter/balloon guide catheter system to the desired location in the vasculature using fluoroscopic visualization. Warning: do not advance the balloon guide catheter or guidewire against resistance. If resistance is felt, assess the source of resistance using fluoroscopic means. 6. Retract peel-away sheath from introducer hub and peel off of the balloon guide catheter. 7. If aspiration is desired, remove saline flush and attach a 60cc syringe to the sideport of the 3-way stopcock connected to the working lumen of the balloon guide catheter. Or prepare an aspiration pump and tubing kit per respective IFU. Remove the saline flush and attach the tubing kit to the sideport of the 3-way stopcock connected to the working lumen of the balloon guide catheter. 8. If using a clot retrieval device, remove any loading acquired during tracking of balloon guide catheter if needed. Slowly inflate the balloon until the desired diameter is achieved. Turn off the stopcock towards balloon guiding catheter hub. Warning: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Warning: always inflate and deflate the balloon while visualizing under fluoroscopy to ensure patient safety. Recommended aspiration procedure. 1. Apply vigorous aspiration to balloon guide catheter using a 60cc syringe or aspiration pump not to exceed -28 inhg and withdraw devices(s) such as clot retrieval device and microcatheter inside balloon guide catheter. 2. Continue aspirating balloon guide catheter until clot retrieval device and microcatheter are fully withdrawn from balloon guide catheter. 3. When deflating balloon, use fluoroscopy to ensure complete deflation prior to removal. After procedure is complete, slowly remove the balloon catheter. Note: if withdrawal of clot retrieval device and microcatheter into balloon guide catheter is difficult, deflate balloon and under aspiration of balloon guide catheter working lumen, simultaneously withdraw balloon guide catheter, microcatheter and clot retrieval device as a unit through introducer sheath. Remove introducer sheath if necessary. Imaging review, 11/15/2024: four radiographic images were provided for review. They are not labeled as to date or time. The review of the images is as follows: 1: right cervical cca ap dsa, subtracted, with contrast. A bobby guide catheter with the balloon not inflated is positioned in the distal cca. There is a moderate stenosis of the origin of the ica. There is a small intraluminal filling defect associated with the stenosis, which most likely represents a small clot. The eca fills normally. 2: right cervical cca ap dsa, subtracted, with contrast. The balloon has been inflated at the level of the distal cca. The tip of the bobby is just at the anterior wall of the origin of the ica. There is not a lot of contrast material, it is mixed with some unpacified blood and it cannot be determined if the clot is still there, although a ¿filling defect¿ is seen and appears bigger than in image 1. Contrast is seen in the ica and the eca. Without sequential images, it cannot be determined if the balloon is producing complete stasis or not. A microwire has been passed through the bobby into the ica; its tip is beyond the upper edge of the image. 3: single shot unsubtracted neck radiograph, no contrast: the balloon is inflated. The contrast within the balloon shows a straight line in the anterior part of the balloon, which likely represents an air/contrast interface. The balloon therefore contains a small amount of air. 4: right cervical cca lateral dsa, subtracted, with contrast. The balloon is still inflated. The air/contrast interface is still seen within the balloon. The microwire is still in place. The clot described in image 1 is still seen, unchanged, as a small filling defect. The ica is filled with contrast, but the eca is not. Air being seen within the balloon can be an indication of the balloon partially deflating during the case, as described in the event. However, without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
It was reported that the bobby lost volume during the procedure. Patient was reported in good condition. No injury was reported. A reassessment of the complaint was performed post evaluation and flouro imaging review. The complaint was assessed as reportable based on the evaluation findings.

Manufacturer narrative:
The device was discarded and therefore not available for return and investigation by the manufacturer. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the bobby lost volume during the procedure. Patient was reported in good condition. No injury was reported. A reassessment of the complaint was performed post evaluation and flouro imaging review. The complaint was assessed as reportable based on the evaluation findings.